Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection of the system was performed and found no discrepancies or issues with the platform. A review of the archive was performed and found user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) occurred on (B)(6) 2016; thus confirming the reported complaint. The platform was functionally tested and the autopulse exhibited user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering on; thus confirming the reported complaint. Further investigation indicated that the load cell amp cable was damaged. Replacing the load cell amp cable remedied the (ua) 07. Load cell characterization testing was performed and confirmed that both load cell modules are functioning within the specification. Run in test was performed approximately 15 minutes with the 95% patient test fixture (lrtf) and the platform passed functional testing and there were no faults/errors found during testing. Pdb is up to date. In summary, the customer's reported complaint of the platform exhibiting (ua) 07 was confirmed during archive review and functional testing. The root cause for (ua) 07 was due to damaged load cell amp cable. After replacement of the load cell amp cable, the platform passed all final functional testing criteria. According to the reporter and as indicated on the autopsy report that the death was not related to the use of the autopulse device. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In this case, autopulse did not provide any compressions and it was not used. Manual CPR was performed as standard of care. Rosc (return of spontaneous circulation) was not achieved. Per reporter, the cause of death was related to a large brain bleed per autopsy report.

Event description:
The crew responded to a call for a late (B)(6) female who had suffered cardiac arrest. There were no signs or symptoms of trauma. No medical history of patient was available. Bystander CPR was not performed. Upon arrival, the crew started performing manual CPR immediately until the crew got the autopulse platform ready for use. Upon powering up, the platform displayed user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The crew restarted the autopulse; however, the crew was unable to clear the error message. The autopulse did not perform any compressions. The patient was being treated with manual CPR at all time .the use of autopulse was aborted. Rosc (return of spontaneous circulation) was never achieved. Per reporter, the cause of death was related to a large brain bleed which was indicated on the autopsy report and the death was not attributed to the autopulse platform. Following the event, the platform was brought back to the station to be evaluated. Per the reporter, the platform had displayed ua7 (discrepancy between load 1 and load 2 too large). The customer tried to replace a new lifeband but the ua7 error message could not be cleared.